Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to plug the wall adapter into a working outlet for at least 30 minutes and planned to follow up. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.